Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for fever and pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation did not confirm an infection. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Additional information: section d - expiration date; serial number; unique identifier (UDI), section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the pain and fever cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites or abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result."